Event description:
The customer reported a bluish color liquid leak and a burning smell while running patient specimens on the hmx instrument. Patient results were not affected. The customer was wearing proper ppe (gloves, lab coat and goggles). There was no exposure, or contact to eyes or skin, open wounds or mucous membranes. The operator powered the instrument off. The msds was not reviewed. There is an exposure control or risk management plan in place at the facility. There was no documentation of medical attention being sought. There was no need for fire extinguishers or for summoning the fire department. Per email contact from the field service engineer (fse) the leak was on main diluter panel but he was unable to determine which pinch valve (pv) was the source because no power to the instrument. I replaced all tubing before powering on instrument. The liquid leak was isoton reagent. The root cause of the smoke is short on electrical components that were replaced during instrument servicing. The root cause for the leak is a defective tube that leaked diluent on several electrical components. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The hmx al analyzer is compliant with the following safety ratings - (B)(4).

Manufacturer narrative:
(B)(4).